Manufacturer narrative:
A complete lead with a stylet was returned in one piece for evaluation. Electrical testing did not reveal any indication of conductor fractures or internal shorts. X-ray and visual analysis of the lead revealed no anomalies with the exception of damage consistent with procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, r-wave sensing and output failure were noted on the right ventricular lead. The lead was exchanged to resolve the event. The patient was in stable condition.